Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (4000 mcg/ml at 1509 mcg/day) and clonidine (100 mcg/ml at 37.75 mcg/day) via an implantable infusion pump. It was reported that the patient complained of increased pain over last few days and was worried that the pump was near end of service (eos). It was noted that no troubleshooting was performed and that the hcp believed that the issues were related to an ¿off label¿ medication running at a high rate. The hcp will be checking catheter patency at replacement surgery on (B)(6) 2020. The issue was unresolved at the time of this report; the patient was alive with no injury. No further complications have been reported as a result of this event.